Event description:
It was reported that during the implant procedure, and prior to implantation of lead (sheath in), the patient started seizing and went bradycardic and eventually asystolic. Cardio-pulmonary resuscitation was administered by staff. After successful resuscitation, the were deemed to be contaminated. The physician implanted a different lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments. Analysis was performed and no anomalies were found. After successful resuscitation, the lead was deemed to be contaminated. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.